Manufacturer narrative:
H4: the lot was manufactured between december 14-19, 2023. H11: the actual device was received for evaluation containing 113.7 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was opened, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not flow. The expected infusion time was 46 hours; however, the pump did not infuse any of the medication. The pump was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.